Event description:
It was reported that the patient experienced pocket stimulation due to a possible right atrial lead fracture. The lead was also not capturing. The lead was reprogrammed off and the patient was referred to an electrophysiologist. No further patient complications have been reported as a result of this event.

Event description:
It was later reported that the lead was explanted and replaced and that the impedance was greater than 9999 ohms.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary : the partial lead was returned in segments and analyzed; analysis revealed a flex fracture of the distal conductor.

Manufacturer narrative:
(B)(4).